Manufacturer narrative:
The device was received and visually inspected. The investigator verified that the obturator is broken. The reported observation was confirmed. This observation is being trended and monitored. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications. Currently unable to establish a relationship or impact to the reported observation. (B)(4).

Event description:
It was reported prior to a breast biopsy procedure on (B)(6) 2016 the obturator tip broke off when it was removed from the package. The procedure was completed with a second device.